Event description:
It was reported that during a meniscus repair procedure on (B)(6) 2014, the meniscal repair device deployment mechanism did not function properly to enable it to anchor at the posterior end of the meniscus. This happened with multiple devices. A delay of two hours occurred as a result.

Manufacturer narrative:
Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter phone: (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-08458 / 08462).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.this device was utilized to complete the procedure and did not contribute to the event reported.